Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation. The patient was using more pain medication. Impedance reading were >4000 ohms on all unipolar and bipolar pairs. The patient previously had surgery to replace the device and re-seat the connectors. Impedance readings were the same (high) prior to the device replacement. The patient had fallen previously on the area of the extension. X-rays showed a fracture on the extension. The patient was scheduled to replace the extension in 2009. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.